Event description:
Total knee prosthesis of the right knee. Burn was noticed, patient moved to recovery floor. Burn was located on the right posterior thigh. Tourniquet placed on the right thigh. Pad placed on the left leg. Have not heard from the patient so staff assumes patient is doing well. Orthopedist confirmed the burn.